Manufacturer narrative:
As of today, the lead is not available for analysis. The information provided was carefully inspected. The analysis of the available episodes confirmed oversensing on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR: oversensing was noted. No revisions have been done at this time and the lead is still implanted. This lead was already revised once back in 2013 for an unknown reason. No adverse patient side effects have been reported.